Manufacturer narrative:
G4: 18sep2019, b4: 19sep2019. The replaced touchscreen was returned and failure investigation was performed. It was determined that the pin to pin resistances and the resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator's touchscreen was faulty. There was no patient or user involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 11jul2019, date of report: 07aug2019. The fse replaced the touchscreen and the problem was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator's touchscreen was faulty. There was no patient or user involvement.